Manufacturer narrative:
H3) the software analysis determined that based on the information provided, this appears to be a electronic picture archiving and communication systems (pacs) configuration issue. They were able to help the account team, review and approve the network configuration proposed by the site to support their network (dhcp send-host name). This configuration was specific to the site and to be maintained by the staff. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section e additional information) initial reporter information updated. G3 additional information) additional report source added per initial reporter update. H3) a medtronic representative went to the site to test the equipment. The system was performing as intended. The system passed a system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated that in this case, the system was confused when a new machine was installed, and this resulted in pacs not connecting to the medtronic navigation system. Once the names of the systems were organized and the pacs memory was cleared, everything was working as intended. The network configuration proposed by the customer to support their network (dhcp send-hostname) was approved. The configuration was noted to be specific to the site and to be maintained by site staff.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733808, software version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site is able to query but not able to retrieve from pacs. The error message states that there is no connection. Pacs reports that host names were used instead of ip addresses. When a path ping is done, the host name shows "dhcp xx.xx.xx.xx" where the ip address is listed. The site is using dhcp and has attempted trying various host names, but it will still not populate when pacs attempts to find the system. Medtronic has confirmed that the host name changes as it is changed, however the manufacturer representative has alleged that the issues is due to the host name not being "sent" the way pacs is looking for it. Medtronic has told the site that the system is not intended to function with how the network is set up. Other systems at the site are working on the network and the set up on this system is noted to be exactly the same. There was no patient involved in this event.